Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no anomalies were visualized.

Event description:
It was reported by the vns that vns would suspend the patient's breathing sometimes. Patient device has been functioning within normal limits. No patient manipulation or trauma was reported. No intervention was planned initially since the physician did not consider the event to be serious in nature. However, later it was indicated that the breathing problem had become serious, and the site tried changing the device settings, but it made the problem worse. Patient's x-rays were taken and reviewed by manufacturer. There were no anomalies identified in the x-rays that could be contributing to the reported events. Physician wanted to go ahead and plan a lead replacement surgery, or a lead exploratory surgery, to see if there is any problem with the lead. The breathing problem is taking place with every stimulation.